Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose and ammonia in the lungs on (B)(6) 2017, with blood glucose of 44 mg/dl at the time of the incident. The customer states the drive support cap on their pump is protruded. The customer was given antibiotics, sedation, and put on a ventilator to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken off piece and detached end cap. Device alarmed motor error during rewind due to disconnected motor from connector on interface board connector. Unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test and displacement test due to motor error alarm and physical damage. The motor was tested outside the device and passed. The drive support was inspected and found loose or flush. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address serial number label.